Event description:
The drive assembly became unattached. It was indicated that this occurred while the customer was putting the reservoir into the pump at that time, the customer was advised that a replacement will be sent.